Event description:
It was reported that the renasys tch device&power sply couldn't operate on ac or battery power, and couldn't recharge the battery. In addition, the device couldn't generate and control negative pressure. No case involved therefore no other complications were reported.

Manufacturer narrative:
H3, h6: the device, intended to be used in treatment, has been returned for evaluation. Visual inspection confirmed no issues found. Functional evaluation confirmed the device failed to generate or control negative pressure or operate on ac or battery power due to the vacuum motor and the battery dc inlet port being defective, establishing a relationship between the malfunction and the reported even. Root cause determined as component failures. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.